Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance measurements. It was clarified that the lead was damaged during the explant procedure. A new lead was successfully implanted. This lead is not expected to be returned. No additional adverse patient effects were reported.